Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation and terminal end damaged which was found out during generator change out. Additional information obtained from the field representative indicates that the rv lead's conductor was also exposed. This rv lead was surgically abandoned. No additional adverse patient effects were reported.